Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is presumed the likely cause of the malfunction found during the inspection was traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue, "leak detected during reprocessing". However, during the device analysis, the adhesive around the distal end charge-coupled device (ccd) unit cover lens was found chipped. It was determined that the adhesive around the distal lens needed to be replaced. There was no patient involvement.